Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. Upon explant, a hole in the cuff was identified, causing fluid leak. All components were removed and replaced with a new aus. The patient had a stable outcome.